Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was not capturing and showed variability in impedance measurements. Fluoroscopy showed the lead to be dislodged completely and located near the pocket. The physician also noted that the patient is a known twiddler. The lead was explanted and replaced. No patient complications have been reported as a result of this event.